Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during pre-testing of this smiths medical cadd solis hpca pump, the pump lost it memories and access code. No patient involvement reported.

Manufacturer narrative:
One cadd solis hpca pump was returned in good condition. The device was visually inspected and the event log was loaded. The event log showed no sign of losing memory. All applications are there. The customer's reported issue of the pump losing memory was not verified.